Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the od in 2007, and the lens was explanted the following year, due to the patient developing an anterior capsular cataract. An iol was implanted and the patient's last bcva in 2009, was 20/20. The surgeon's office reported that the incident was the result of inadequate vaulting of the lens. See MFR report #2023826-2009-00574 for the other eye.

Manufacturer narrative:
(Secondary) - ( inadequate) - evaluation: conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl if the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.